Event description:
It was reported that during an unknown procedure, the handpiece gave an error 4 overtemperature error with the test tip, when attached to the generator. No patient involvement was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.